Event description:
Pt came in to the ER complaining of a headache. He was sluggish and couldn't remember previous events. Rptr ran the appropriate tests and did a drug screen which was positive. Rptr sent the pt home. The same day the pt went to another facility where the drug screen was negative twice. Subsequently, it was determined that the pt had a brain tumor.